Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted photo confirmed evidence of corrosion within the pump cable inline connection that could have resulted in the driveline power fault alarms observed in the submitted log files. A specific cause for the corrosion could not be conclusively determined through this evaluation. The controller event log file contained events from 25oct2025 through 28oct2025. A continuous driveline power fault alarm, associated with pwr_b_broken flags, became active on (B)(6) 2025 at 18:07:43 and remained active through the remainder of the file, and persisted after the system controller was exchanged on (B)(6) 2025. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The submitted photo of the pump cable inline connector showed the pin contacts with corrosion residue along the connection interface. It was reported that the patient was experiencing a driveline power fault alarm after taking a shower. The patient¿s modular cable and system controller were swapped out, and corrosion was noted on the driveline. Log files were submitted after this exchange, and the driveline power fault alarms persisted. It was communicated that abbott technical services cleaned the pump cable inline connector on (B)(6) 2025, and no further alarms were reported. Multiple attempts were made to obtain additional information regarding the reported events; however, no additional information was provided by the account. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further related events reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 patient handbook, are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 6 of the IFU, ¿patient care and management¿, cautions to keep the driveline exit site as clean and dry as possible and contains a subsection on ¿caring for the driveline exit site.¿ section 1 of the patient handbook, ¿introduction¿, warns that the system components must be kept dry. Section 6 of the IFU contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. Section 6 also instructs the user to ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid.¿ section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline all system controller alarms as well as how to respond to each alarm condition. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. The patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The pump side connector was cleaned and there were no further alarms. During the cleaning, the modular cable was replaced.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were submitted for a patient concerning driveline power fault alarm. The patient's controller had a driveline power fault alarm starting (B)(6) 2025 around 18:00 after their shower. The patient had a previous alarm occur on (B)(6) 2025. At that time controller was exchanged with noted corrosion at the connection site. The event log file recorded a driveline power fault (b) on (B)(6) 2025 at 18:07:43. Motor function was not affected by this event. It was recommended that they replace the modular cable and system controller and continue to monitor for unusual events. Additional log files were submitted on (B)(6) 2025 after exchanging the modular cable and system controller. There was noted corrosion on the driveline. The event log continued to capture driveline power fault b on the new controller (B)(6) & mod cable connected on (B)(6) 2025 at 15:41. It was then recommended to perform a modular cable cleaning to remove the corrosion. Otherwise, there were no other notable alarm conditions or parameter changes seen in the log files.